Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: a photograph provided by the customer was evaluated. The photograph displayed the suspect cartridge. The cartridge tip and cartridge tube can be observed to be deformed. The plunger rod was observed to be overriding the lens that was stuck inside the cartridge. Due to no product received, no further evaluation could be performed. The complaint issues "override" and "cartridge tip cracked/damaged" were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) was prepared according to the recommended procedure; however, when the piston was pushed and then screwed, the tip of the injector went over the implant. The end of the cartridge was damaged and came into contact with the patient's eye. The surgeon took another implant from inventory to complete the procedure. No harm was done to the patient during the operation. The original implant was retained for return and investigation. No further details were provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: may 27, 2025 device evaluation: visual inspection revealed that the lens was stuck in the tip of the cartridge and overridden by the plunger rod. The lens was observed damaged and torn; a portion of the lens was observed to be sticking out of the cartridge tip that was deformed and damaged. The cartridge was also damaged. Ophthalmic viscosurgical device (ovd) was observed in the cartridge. The lens module was inspected and no ovd or damage was observed. The handpiece and plunger rod were inspected; no issue were identified. The lens could not be removed from the cartridge without further damaging the lens and cartridge. The complaint issues "override" and "cartridge tip cracked/damaged" were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.